Event description:
In 1999, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Follow-up images revealed aneurysmal sac growth and a distal type I endoleak. In 2003, a gore excluder bifurcated endoprosthesis contralateral leg component was implanted and the distal type I endoleak was successfully repaired. It was reported that the patient's aneurysmal sac has continued to increase in size.

Manufacturer narrative:
A gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component (pc261216/lot#9820120-02) and a gore excluder bifurcated endoprosthesis contralateral leg component (pc141400/lot#9826005-05) were implanted. In 2003, a gore excluder bifurcated endoprosthesis contralateral leg component (pc121200/lot#02331094) was implanted.